Event description:
A surgeon reported that a system message related to vacuum was displayed during treatment in two different patients. The treatments were stopped. The system was restarted and tests were repeated to complete the procedures. The patients did not experience postoperative consequences. This is one of two reports being filed for this facility. This report is for the second patient.

Manufacturer narrative:
Evaluation summary: at the visit on site the field service engineer (fse) exchanged the simatic box, repaired a leak of the vacuum system and tested the system. The fse did not find out which message was displayed to the user during the surgery. The simatic box was exchanged based on the advice from the manufacturer's technical support. The leakiness of the vacuum system was at the connector between patient interface tubing and internal tubing. To fix the issue, the connector was replaced. Logfiles review shows that all laser system tests at the start of the day were within specifications. At the log file review, the canceled treatment was visible and traced back to an internal bcm (beam control module) error. The safety system worked as intended and aborted the procedure because the bcm check failed. After additional ablation check the system could be used for treatments again, without a restart of the complete system. According to the log file other started treatments were successfully finished without error messages. The simatic box was returned for evaluation. At the analysis of the returned simatic box, the reported message with interruption of procedure was reproduced once during hardware in the loop testing. This was traced back to a communication issue of the x-motor. At more than 10 thousand of programmed treatment cycles, the issue did not occur again. No other issue with the simatic box showed up. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause could not be identified conclusively, as this issue was found to be sporadic. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).